Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced high blood glucose (bg) levels due to infusion set detachment while sleeping and after working out. The current bg value was 460 mg/dl. The patient uses an infusion set on the left abdomen. The detachment occurred at the quick release/site connector on day 1 of use. The event happened on 6 sep 2024. The product was stored at room temperature, and there was no stress or pull on the tubing. No further information available.